Event description:
It was reported that 1 bd alaris¿ pump module administration set had a giant bubble which caused the tubing to expand. The following information was provided by the initial reporter: giant "bubble" caused tubing to expand and looked like it could burst behind channel door.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that there was a giant bubble which caused the tubing to expand. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 21083225 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd alaris¿ pump module administration set had a giant bubble which caused the tubing to expand. The following information was provided by the initial reporter: giant "bubble" caused tubing to expand and looked like it could burst behind channel door.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd alaris¿ pump module administration set had a giant bubble which caused the tubing to expand. The following information was provided by the initial reporter: giant "bubble" caused tubing to expand and looked like it could burst behind channel door.